Event description:
Per complaint (B)(4), before clinical procedure, driver got stuck in the hand piece.

Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age and weight is unknown. Implant and explant dates are unknown. Lot number is unknown. Lot information unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.